Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. Voltage testing was performed and the test failed due to no voltage. The log was downloaded and reviewed finding a low battery alert and a failed transmitter error. The allegation was confirmed. The root cause was determined to be a low transmitter battery voltage.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A root cause could not be determined. The probable root cause was determined to be a low battery that led to a transmitter failure.